Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. There was no frozen screen on the insulin pump. The operating currents were unable to be performed due to no button response. There was no battery out limit alarm on the insulin pump. The device was received with minor scratches on the display window, cracked case at the display window corner and broken reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had battery out limit alarm and frozen display. Customer's blood glucose level was 200 mg/dl. Troubleshooting for the frozen display was performed. Customer advised the insulin pump screen is not completely blank. Customer advised the device also had keypad anomaly and the buttons are unresponsive. Customer replaced the insulin pump with a new battery and an alarm went off. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.